Event description:
Initial reporter alleged that the tube for the foot rest broke off while putting the footrest back into the chair. In speaking with the reporter of this incident it was learned event occurred during transport when the foot rest was swung to the side. When they went to push back it broke. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model trsx58fbf, serial number/date (B)(4) is approximately 1 year 2 months old. The owner's manual part number 1110550, rev.g(feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter for additional information. A part was sent for repair under warranty. The malfunction has not been confirmed.